Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument was fired three times and generated "tissue too thick" messages while using 2 green reloads and 1 black reload. One of the staple lines was reportedly "very malformed." The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The hi-foam challenge test was performed using an in-house black sureform 60 reload. The stapler clamped and fired without any issues.